Event description:
Correction: the clinical code (e) and impact code (f) has been updated.

Event description:
Per the clinic, the patient developed recurrent irritation, infection, tenderness, drainage, and partial skin overgrowth around the abutment (date not reported), which impaired use of the device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted under general anesthesia on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. During the explant procedure, marked soft tissue thickening and bony overgrowth surrounding the implant were observed, although there was no evidence of bony infection. Following removal of the device, the surgical site was irrigated with antibiotic solution, closed, and topical antibiotics were applied to the incision. The procedure was completed without complication. The patient was discharged on (B)(6) 2026 with oral antibiotics, medication for postoperative pain, and anti-nausea medication.